Event description:
It was reported by the customer that black floating material was observed in the syringe upon drawing medication. This was reported to have occurred on 10 occasions. No information was received regarding any serious injury as a result of this product issue.